Event description:
Revision surgery for infection at 6 months post primary the surgeon performed a washout and revised the liner. The surgery was completed successfully. The pathogen is unknown.

Manufacturer narrative:
Batch review performed on 05 july 2023: lot 2205558: (B)(4) items manufactured and released on 07-june-2022. Expiration date: 2027-05-15. No anomalies found related to the problem. To date, 20 items of the same lot have been sold without any similar reported event in the period of review.